Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. This rv lead was capped and another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. This rv lead was capped and another rv lead was successfully placed. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead also exhibited t-wave oversensing and loss of capture. No adverse patient effects were reported.